Manufacturer narrative:
Follow-up #1: date of submission 20-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 09-mar-2018 with the following findings:.#1. During investigation, corrosion was found in the battery compartment. The battery compartment was cracked on the side from the threads to the cover. The battery cap was not returned. A test battery cap was able to attach to the pump. The pump was unresponsive had no power, no vibratory or auditory alarms, and a blank display. A leak was found in the battery compartment. The pump cover was removed to find no further evidence of moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.